Event description:
The angiosculpt device was used to treat the mid radial artery. During the first inflation at 8 atm, the balloon inflated to a bad shape. The procedure was completed with a new angiosculpt device. No patient injury reported. During the returned product analysis, a pinhole balloon rupture was observed on the distal portion of the balloon. This product problem is being submitted conservatively because the balloon ruptured below rbp.

Manufacturer narrative:
The patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Foreign: japan. Visual inspection found no unusual characteristics of the device. During functional testing, using an indeflator filled with green color dye water, the balloon was inflated and at less than 2 atm, a pinhole leak was confirmed on the distal portion of the balloon. (B)(4). Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.